Event description:
Info received indicates when the brake was applied the casters would continue to swivel but the wheels will not roll.

Manufacturer narrative:
The tech replaced the four casters due to the ratchet teeth being worn to repair the bed.